Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer received the calibration not accepted alert. The customer reported the differences in the sensor glucose vs blood glucose event. The sensor glucose was 140 mg/dl, and the blood glucose value was 288 mg/dl which was outside of the acceptable range. The sensor glucose and blood glucose difference is 148 mg/dl. The insulin delivery was not suspended due to the sensor glucose vs blood glucose event. Customer had hyperglycemia and was treated with insulin pump. The event involved product(s) mmt-7040a and mmt-1884. Troubleshooting was performed for the sensor glucose vs blood glucose and the sensor has been worn for fewer than 4 days. Troubleshooting was performed for the auto mode/smartguard - unable to enter auto basal and the calibration was not accepted which prevented the pump from entering auto basal. Troubleshooting was performed for the change sensor/sensor updating/calibration not accepted and explained to the customer to wait before attempting to calibrate again after getting a calibration not accepted" message. The customer was reporting a discrepancy between sensor glucose and blood glucose which is not within range. The customer did not take medication such as acetaminophen, paracetamol, or hydroxyurea. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-1884.